Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: the product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The associated cartridge and handpiece are qualified for use wit this 11.5 diopter lens. The indicated viscoelastic is not qualified for use with the lens/cartridge combination used. The reported complaint could not be verified. The product was not returned. The root cause may be related to a failure to follow the directions for use (dfu). The indicated viscoelastic is not qualified for use with the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a scratch was confirmed on the center of iol optic after implanting. The surgery was completed without product replacement. Additional information was requested.